Event description:
It was reported that the md and the cath lab staff both complained about a problem with the super arrow-flex (saf) sheath and the intra-aortic balloon (iab) being kinked during insertion. While in the cath lab the md attempted to insert an iab-s840c through the saf sheath via right femoral artery. The md couldn't advance the iab through the saf sheath due to severe resistance even while following the instructions for use. The md properly vacuumed the iab enough inside of the tray, but the iab was stuck in the sheath. As a result, the md removed the failed iab with sheath together successfully. A new kit was opened, inserted the same insertion site and used without issue. The intra-aortic balloon pump (iabp) therapy went on as planned. There was no report of patient death, complications or injury. There was an approximate 25 minute delay or interruption in therapy. The patient outcome is no harmful outcome to the patient. It was noted that the length of time in use prior to the event was 20 minutes; the time the md spent in advance the spring wire guide and sheath and prepare the iab.

Manufacturer narrative:
(B)(4).